Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that with use a bd¿ ultra-fine insulin syringe was found leaking. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Correction: contact information has been updated. Investigation summary: customer returned four loose 1cc syringe. Customer states that the syringe was leaking. All returned syringes were examined and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 7241532. All inspections were performed per the applicable operations qc specifications. There were three notifications noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.